Event description:
It was reported that high impedance and noise were observed. At lead revision, lead tested normal. Physician changed out the device. Once connected, impedance was measured to be within range. Connector anomaly suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device ation anticipated, but not yet begun.

Manufacturer narrative:
The reported impedance and noise was confirmed in the laboratory. During bench testing, high impedance was observed. Sensing and noise issues were also observed. During the course of analysis, the device returned to normal function. The failure mode was lost and could not be reproduced. The cause of the field event could not be determined.